Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) is showing communication loss for monitored device(s) for about 2-10 seconds at a time. No patient(s) were harmed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were in use in conjunction with the org: central nurse's station: model #: pu-681ra, serial #: (B)(4), device manufacturer data: 09/10/2018, unique identifier (UDI) #: (B)(4). Transmitter: model #: zm-920pa, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #:(B)(4).

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) is showing communication loss for monitored device(s) for about 2-10 seconds at a time. No patient(s) were harmed.

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was showing intermittent comm loss at the central nurse's station (cns) for all monitored telemetry transmitters for about 2-10 seconds at a time. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multiple patient receiver (org) was showing intermittent signal loss at the central nurse's station (cns) for all monitored telemetry transmitters for about 2-10 seconds at a time. No patient harm or injury was reported. Investigation summary: this issue was originally reported on ticket (B)(4). This ticket was created to have a sperate report for this serial number (B)(6). A third serial number (B)(6) was listed as having the reported signal loss issue as well. The root cause is determined to be the facility's network environment. A review of the serial number history (B)(6) shows no recurrence of reported issue. A review of the facility history shows multiple issues related to the reported issue. Of those reported, none are for serial numbers (B)(6) nor (B)(6). The issues reported for the facility are all previous to the current event or are voided out as duplicate tickets. Of the previous tickets reported, the root causes identified were related to facility network causes. There are multiple reasons a "signal loss" message can appear. These can include weak transmitter batteries, incorrect antenna settings, electromagnetic interference, and incorrect electrode lead placement. Because most network and signal loss issues are due to hospital network settings, connection errors, or other use errors, issues of this type are unlikely to be caused by a device malfunction. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment.